Event description:
It was reported that, "the above constrained insert and femoral head were removed due to the constrained insert being broken. They were replaced with a (B)(4) (lot mer4m5) and a (B)(4) (lot 32729301) constrained insert series ii 28 mm + 58 mm + pca femoral head 28 mm + 15 mm."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.